Event description:
It was reported that a nurse sustained a shoulder injury while using the product.

Manufacturer narrative:
The combination of the bed sheets and chuck pad used may have caused an increase in the load to transfer.